Event description:
Edwards received information that this mitral bioprosthetic valve was explanted after an implant duration of approximately three (3) years due to unknown reasons. No additional details provided.

Event description:
Edwards received additional information indicating this mitral bioprosthetic valve was explanted after an implant duration of three (3) years, one (1) month due to moderate-severe mitral stenosis. The sewing ring of the prosthetic valve had tissue grown over it (pannus) with calcified leaflets, causing restricted movement of the leaflets (stenosis). This was replaced with a 25mm mechanical valve and the patient was discharged three (3) days later.

Manufacturer narrative:
Evaluation summary: the explanted device was returned to edwards for analysis. As received, minimal to heavy calcification was observed in the cusp area of all three (3) leaflets and was confirmed via x-ray. Moderate host tissue overgrowth encroached onto the tissue at the inflow aspect, outflow aspect, into the orifice, at the stent inflow and stent outflow. Hematoma was visible on one (1) leaflet at the outflow aspect. Incidental findings: wireform distortion was observed at all three (3) commissures. The metal band was exposed between two (2) leaflets at the inflow aspect; these damages are likely due to explant or implant. Method: x-ray. Additional manufacturer narrative: the clinical report of stenosis could be confirmed as calcification and host tissue restricted mobility of all three leaflets and lead to stenosis. Calcification plays a major role in the failure of bioprosthetic heart valves and many factors contribute to its onset and propagation. These include patient factors (age, disease state, pharmacological intervention, etc.) And mechanical stress related to the valve's hemodynamic performance. In this case, children and adolescents have been shown to have higher rates of bioprosthetic valve degeneration as calcification has been found to be more rapid and aggressive in children and growing adults. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The explanted device is anticipated for return to edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion or if new information becomes available.

Manufacturer narrative:
Additional manufacturer narrative the explanted device was received at edwards and an evaluation of the product is currently pending. A supplemental report will be submitted upon completion.